Manufacturer narrative:
Visual evaluation of the ar-1588rt-ib shows the suture broken and frayed. Functional testing could not be performed due to the damage to the device. Complaint allegation is confirmed. The most likely cause for the reported event can be attributed to user error of the device due to excessive force being used during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament arthroscopy the white suture tore when shuttling. Per complaint reporter there was no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-1588btb). It was not necessary to switch the surgical technique or do a second surgery.